Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from the u.s.a. Stating that the device an oil leak. The device was not being used during surgery. It is unk if there were injuries or medical intervention. There was no add'l info provided.